Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip ntw was inserted, and grasping was performed. However, after the second grasping attempt, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed from the patient. While outside the patient, the device was tested, but the single gripper actuation continued to occur. Two mitraclips were deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.